Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 49 mg/dl at the time of incident. Customer experienced symptom such as sweating. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was not use auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer¿s report customer does not allege over delivery. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.